Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 7/27/2017. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings: black box and alarm history shows several consecutive ¿cs054/cs052¿ slave communication failure alarms. Battery compartment and cap are undamaged and able to fit securely..ez-prime¿ steps were performed correctly, no ¿cs054/cs052¿ alarm or any alarm occurred during the investigation, unable to duplicate ¿cs054/cs052¿ complaint, pump¿s cover was removed, no intermittent condition was found to the pcb or to cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.